Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 183 ohms. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.